Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d4: model number: unknown, not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section e1: complaint reporter first and last name and title: unknown/not provided. But johnson and johnson employee indicated as reporter. Section e1: email address: johnson and johnson employee email indicated. Section e1: address line 1 and zip code: unknown/not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a conversation with a doctor, he commented that he recently had access to a video showing that when implanting a lens with a johnson and johnson simplicity injector, the lens breaks in two pieces and as indicated, the need to explant the lens from the eye is observed. No other pertinent information was provided.